Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". The user reported a failed sensor removal attempt. Patient had e3 sensors in both arms, including the one with a previously unsuccessful attempt in the left arm. Magnet and ultrasound was used to successfully to verify location. Both sensors were removed successfully by hcp with no issues reported. The user was inserted with a new 365 sensor in the right arm in a new location.

Event description:
On 30 april 2025, senseonics was made aware of an incident where user reported a failed sensor removal attempt. Patient had e3 sensors in both arms, including the one with a previously unsuccessful attempt in the left arm. Magnet and ultrasound was used to successfully to verify location. Both sensors were removed successfully by hcp with no issues reported. The user was inserted with a new 365 sensor in the right arm in a new location.